Event description:
According to the reporter: occurred during a laparoscopic colectomy. The surgeon was able to press the green firing button but was not able to squeeze the handle and fire the device. The case was completed using a new device. Patient status is alive, no injury.